Event description:
It was confirmed on (B)(6) 2013 that the patient decided to not replace or explant as of last week.

Event description:
The ins became overdischarged and a physician mode recharge (pmr) did not successfully reset the device. The patient did not charge for 5 years. The device was replaced. Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID 3998, lot# lb4972, implanted: (B)(6) 2003, product type lead; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type recharger. (B)(4).